Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 010834 ¿ the dentist reported that 9 months after dental implant was installed in intraoral region #12, its non-osseointegration was observed. Fifty ncm of primary stability was achieved. No further information was provided.